Event description:
Boston scientific received information that this right ventricular (rv) lead is believed to be fractured. A boston scientific sales representative was given this information, but was not at the case and has no further information as this health care facility is primarily seen by a competitor. There was also reports of out-of-range (oor) impedances, but we're not certain if they were high or low, or shock or pace. It is also unknown if the lead has been replaced or not. To date, no adverse patient effects have been reported.

Event description:
Additional information became available from our competitor that two months prior to believed fracture previously reported, there was also noise seen on this lead. Additionally there was oversensing of that noise, which triggered stored episodes. The rep reported that oversensing of noise triggered stored episodes of nonsustained lead noise. The patient had recently had a generator change after the associated atrial lead had shown noise. The atrial noise was reported on an 1888tc/46 sn (B)(4) on (B)(6) 2015. All lead measurements were normal and in-range. Technical services discussed attempting to reproduce the noise in the clinic. Technical services also discussed disabling the t-wave attenuation filter, increasing the number of intervals for vt/vf detection, and decreasing the number of sinus redetection intervals. The representative will discuss these options with the physician.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.